Event description:
It was reported that (4) devices were used during an exploratory laparoscopy. It was reported by the affiliate that the (4) tlc75 device staple advancing, does not work. Another device was used to complete the case. There was no consequence to the pt.